Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded an alert for low out of range right ventricular (rv) pacing impedances. Noise oversensing was also observed on the rv channel. This ICD remains in service at this time. The make of the rv lead is unknown. No adverse patient effects were reported.